Event description:
The facility representative reported an infuso.r. Pump with a condition of "alarming.'' The process step occurred during power-up in the surgical center. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of "alarming" involving an infuso.r. Pump was confirmed and reproduced during device evaluation. The assignable cause was determined to be a damaged pusher block assembly and loose plunger adjustment screw. The pusher block assembly and plunger adjustment screw were replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.